Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced a high blood glucose. Customer's blood glucose readings ranged from 400 to 500mg/dl and treated with blousing. The customer was assisted with troubleshooting for the high blood glucose readings, and the customer stated she was not changing her set every 3 days. The insulin pump will not be returned for analysis.